Event description:
It was reported that the patient was noted to have chronic atrial fibrillation. The patient received multiple shocks when the dislodged right ventricular lead pulled back into the atrium. During the revision procedure, the sylet was not able to advance to the tip of the lead, and the physician was not able to extend the helix nor remove the stylet. The physician noticed that a "spacer" had come free from the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the stylet stuck in the lead, and the is-1 pin pulled away from the lead body via the stretched distal conductor. It is likely that during the lead revision, the stylet became stuck after blood ingress occurred into the lumen and then dried. While attempting to remove the stylet the distal conductor was stretched and the is-1 pin was pulled away from the lead body. The stylet could not be removed during analysis without further damaging the lead. Concomitant: d314vrm implantable cardioverter defibrillator (B)(6) 2013; 3708660 neuro extension (B)(6) 2013; 37603 deep brain stimulation implantable pulse generator (B)(6) 2012; 3387s-40 deep brain stimulation lead (B)(6) 2012; 37602 deep brain stimulation implantable pulse generator (B)(6) 2011; 7482a51 neuro extension (B)(6) 2011; (B)(6) 2011. (B)(4).